Event description:
The pt had a scheduled operation for ventral hernia repair. The device was implanted on (B)(6) 2014, it was discovered that there was wound dehiscence, suture pull out and mesh tearing. The surgeon indicated the pt had a current chronic infection and a previous history of necrotizing fascitis. It is not known if the device has been explanted. It is not known what the pt's current condition is. It is possible that the pt's condition (contamination/infection) contributed/caused the device to fail. The device instructions for use caution against use of the device in an infected surgical location.

Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.